Event description:
Employee was administering a vaccine using a safety needle 25g x 1" manufactured by duopress meditech corp. The safety needle when retracted bent and went out the side of the cap instead of retracting into the cap resulting in a needle stick injury.